Event description:
It was reported that the device stuck in the guidewire occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, it was observed that the balloon became entangled with the guidewire and was challenging to remove upon applying forceful traction. The intervention was subsequently completed using an alternative device. There were no patient complications as a result of this event.